Manufacturer narrative:
MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Event description:
Rashes [rash]. Swelling of mouth [oedema mouth]. Difficulty breathing [dyspnoea]. Case description: spontaneous report was received on (B)(4) 2012 from a physician via a company sales representative regarding a female patient, initials (B)(6). The patient's medical history was not provided. On (B)(6) 2012, the patient underwent exploratory laparotomy with lysis of adhesions for small bowel obstruction. At the end of the surgery, seprafilm was placed for post-operative adhesions. Within 12 hours of the operation, the patient experienced rashes, swelling of the mouth, and difficulty breathing. The patient was treated with IV steroids and benadryl (route of administration not provided). All pain medications and antibiotics were held. The action taken with seprafilm treatment was not provided. The outcome of the events of rashes, swelling of the mouth, and difficulty breathing was reported by physician as: "the patient doing well, discharged in good condition on post operative day # 8." Concomitant medications were not provided. The intensity for the events of rashes, swelling of the mouth, and difficulty breathing was not provided. The relationship between seprafilm and the events of rashes, swelling of the mouth, and difficulty breathing was not provided.